Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with itching, discomfort and an infection under the entire sensor patch area, which occurred on the same day the sensor had been inserted in the arm. The patient began to experience itchiness and discomfort at the sensor site and decided to remove the sensor the same day. The patient stated that he did not apply or take any medications or remedies at home to relieve the itching. Over the next few days, the patient noticed that his condition worsened. As a result, he sought medical attention on (B)(6) 2026, at baptist health medical group. The patient was unable to recall the name of the attending physician. He reported that he believes the dexcom device may have contributed to the development of a skin infection. The patient was prescribed oral antibiotics, cefalexin 500 mg 2x a day for 7days and doxycycline 100 g 2x a day for 7 days. No other details were provided. At the time of the report, the patient is in stable condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).